Event description:
It was reported that the patient received inappropriate therapies for detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the cardiac resynchronization therapy defibrillator (crt-d) device. The patient was hypotensive - with a systolic blood pressure in the 70s - and lethargic upon presenting to the hospital, and was hospitalized for intravenous medication. The patient was prescribed medication and the device remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.